Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, no anomalies were observed. It was noted that the main printed circuit board (pcb) assembly was prophylactically replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was turned on for temporary use, but the led power indicator was not on even though the battery was new. The medical engineer decided not to use the device and another epg was used instead. The epg was returned for analysis. No patient involvement or complications were reported as a result of this event.